Event description:
Health professional reported a right side deflation and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases, white particles in the device inner surface, a greater-than 1 millimeter on the non-textured side, and one curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one striated opening. The fill inspection test was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one striated opening assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were deflation and capsular contracture, baker grade iii. These are known potential adverse events addressed in the product labeling.

Event description:
Health professional reported a right side deflation and capsular contracture, baker grade iii. Device has been explanted.